Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported following a coronary artery drug eluting stenting treatment procedure, the patient developed an aneurysm. The index procedure treated a 99% stenosed lesion located in the mildly calcified, non tortuous left atrioventricular (l-av) artery with pre-dilation and the placement of a 2.5 x 16mm taxus express2 stent. There was no post-dilation. 0% diameter stenosis was confirmed after the procedure. During the patients, 9 month follow up, an aneurysm was noted. This event was not treated.